Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged meter inaccuracy began prior to ¿the holidays 2014¿. The patient was unable to recall the alleged inaccurate high readings obtained with the subject meter. The patient manages her diabetes with insulin (via insulin pump). During the follow-up call, the patient claimed that on one occasion she took a bolus dose of insulin in response to an alleged inaccurate high reading. The patient reported that one and half hours later, she developed symptoms of feeling ¿lightheaded, sweaty, drowsy and tired¿. The patient informed the mss that she associated her symptoms with a low blood glucose excursion and claimed she treated herself with 3 relion glucose tablets in response. During the follow-up call, the patient attributed the onset of her symptoms to her administering more insulin than she needed; as a result of the meter reading inaccurately high or due to her estimating the carbohydrate load incorrectly. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/10/2015). The patient¿s meter and test strips have been returned on 3/23/2015 and evaluated by lifescan product analysis on 3/25/2015 and 4/1/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.